Event description:
A customer reported experiencing no flow while using a small volume intermate device. This device was filled with piperacillin-tazobactam (8:1) and sodium chloride 0.9% while connected to the patient. The customer was unable to confirm whether or not no flow or extremely slow flow was occurring. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.